Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 0.76mm. This would cause the jaws to not meet flush at the tips. The grips were not found to be cracked. Further inspection found a dislodged grip tang near the base of the grip tip. The complaint regarding the jaws did not meet flush at their tips, was confirmed by failure analysis. The probable root cause of the dislodged grip tang is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws did not meet flush at their tips. The procedure was completed with no reported injury.